Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a broken lid. The following information was provided by the initial reporter: "before use, it found that the stopper was deformed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-16. H6: investigation summary: bd received 1 sample and 4 photos were returned by the customer in support of this complaint. Visual examination of sample and photos was performed and revealed improper assembly. 100 retention samples were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a broken lid. The following information was provided by the initial reporter: " before use, it found that the stopper was deformed."